Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain lower ("abdominal pain lower"), rheumatoid arthritis ("rheumatoid arthritis"), systemic lupus erythematosus ("lupus") and autoimmune disorder ("my auto immune disorder"). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fibromyalgia ("fibromyalgia/pain"), depression ("my depression is because of the chronic pain"), pain ("chronic pain"), hypoaesthesia ("hands and feet numb"), arthralgia ("joint hurts"), bone pain ("bone hurts"), feeling abnormal ("brain fog") and abdominal distension ("bloated belly"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, rheumatoid arthritis, systemic lupus erythematosus, autoimmune disorder, fibromyalgia, depression, pain, hypoaesthesia, arthralgia, bone pain, feeling abnormal and abdominal distension outcome was unknown. And the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, bone pain, depression, feeling abnormal, fibromyalgia, hypoaesthesia, pain, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed. In patient¿s medical records confirming: medical device removal, fibromyalgia/pain, lupus, weight gain, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: reporter information added. Event medical device removal was replaced with abdominal pain lower. Events: hands and feet numb, joint hurts, bone hurts, brain fog, bloated belly were newly added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower'), rheumatoid arthritis ('rheumatoid arthritis'), systemic lupus erythematosus ('lupus') and autoimmune disorder ('my auto immune disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fibromyalgia ("fibromyalgia/pain"), depression ("my depression is because of the chronic pain"), pain ("chronic pain"), hypoaesthesia ("hands and feet numb"), arthralgia ("joint hurts"), bone pain ("bone hurts"), feeling abnormal ("brain fog"), abdominal distension ("bloated belly") and breast pain ("stabbing pain in breast/ soreness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, rheumatoid arthritis, systemic lupus erythematosus, autoimmune disorder, fibromyalgia, depression, pain, hypoaesthesia, arthralgia, bone pain, feeling abnormal, abdominal distension and breast pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, bone pain, breast pain, depression, feeling abnormal, fibromyalgia, hypoaesthesia, pain, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: soreness in breast. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, fibromyalgia/pain, lupus, weight gain, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event added- stabbing pain in breast/ soreness and reporter information added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), autoimmune disorder ("my auto immune disorder"), fibromyalgia ("fibromyalgia/pain"), depression ("my depression is because of the chronic pain"), pain ("chronic pain"), hypoaesthesia ("hands and feet numb"), arthralgia ("joint hurts"), bone pain ("bone hurts"), feeling abnormal ("brain fog"), abdominal distension ("bloated belly"), breast pain ("stabbing pain in breast/ soreness"), loss of libido ("lost sex drive") and swelling ("swelling") and was found to have weight increased ("weight gain") and weight decreased ("I have lost 14ibs"). The patient was treated with surgery (essure removal on (B)(6) 2013, partial hysterectomy, leaving ovary). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, rheumatoid arthritis, systemic lupus erythematosus, autoimmune disorder, fibromyalgia, depression, pain, hypoaesthesia, arthralgia, bone pain, feeling abnormal, abdominal distension, breast pain, loss of libido and weight decreased outcome was unknown, the weight increased was resolving and the swelling had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, bone pain, breast pain, depression, feeling abnormal, fibromyalgia, hypoaesthesia, loss of libido, pain, rheumatoid arthritis, swelling, systemic lupus erythematosus, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: soreness in breast. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, fibromyalgia/pain, lupus, weight gain, rheumatoid arthritis, loss of libido. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event swelling, I have lost 14ibs was added. Reporter was added. On 23-mar-2020: social media received: no new medical information received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain lower') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), autoimmune disorder ("my auto immune disorder"), fibromyalgia ("fibromyalgia/pain"), depression ("my depression is because of the chronic pain"), pain ("chronic pain"), hypoaesthesia ("hands and feet numb"), arthralgia ("joint hurts"), bone pain ("bone hurts"), feeling abnormal ("brain fog"), abdominal distension ("bloated belly"), breast pain ("stabbing pain in breast/ soreness") and loss of libido ("lost sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, rheumatoid arthritis, systemic lupus erythematosus, autoimmune disorder, fibromyalgia, depression, pain, hypoaesthesia, arthralgia, bone pain, feeling abnormal, abdominal distension, breast pain and loss of libido outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, bone pain, breast pain, depression, feeling abnormal, fibromyalgia, hypoaesthesia, loss of libido, pain, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: soreness in breast. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, fibromyalgia/pain, lupus, weight gain, rheumatoid arthritis, loss of libido. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event:loss of sex driver were added.eevnt:my auto immune disorder,lupus,rheumatoid arthritis was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed'), systemic lupus erythematosus ('lupus'), autoimmune disorder ('my auto immune disorder') and rheumatoid arthritis ('rheumatoid arthritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia/pain"), systemic lupus erythematosus (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("my depression is because of the chronic pain"), pain ("chronic pain") and rheumatoid arthritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, fibromyalgia, systemic lupus erythematosus, autoimmune disorder, depression, pain and rheumatoid arthritis outcome was unknown and the weight increased was resolving. The reporter considered autoimmune disorder, depression, fibromyalgia, medical device removal, pain, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, fibromyalgia/pain, lupus, weight gain, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events : auto immune disorder, chronic pain, depression, rheumatoid arthritis were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.